Event description:
A home patient contacted baxter's technical service center for assistance. The home patient stated he clamps the patient line before starting the prime cycle. Baxter's technical service representative explained proper procedure to the home patient, in addition to contacting the home patient's nurse. No pt injury or medical intervention was associated with this report per the home patient.